Manufacturer narrative:
This report is submitted on january 3, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement; reprogramming attempts were made, however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on march 08, 2019.

Manufacturer narrative:
Following analysis of the device, device has been confirmed a device failure this report is filed on march 08, 2019.